Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a problem of distal viewing made it difficulty to place the nail because of the target. The surgery was prolonged about 20 minutes. The surgeon could not screw because he could not aim with the viewfinder for the nail, so another hole was made in the patient's bone but no patient impact. This report is 2 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. This report is for unknown insertion handle/unknown lot number. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.